Event description:
It was reported that for several months variable sensing and noise were observed on the egm. The sense/pace portion of the lead was capped and replaced. The defib portion remains active. There were no adverse consequences for the patient.